Manufacturer narrative:
An event regarding crack/fracture and wear involving a triathlon insert was reported. The event was confirmed through material analysis of the returned device. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 18 october 2019. This inspection indicated: the returned device was examined with the aid of a stereomicroscope at magnifications up to 50x. The locking wire was returned deformed which is consistent with the explantation process. A fragment of the anterior portion of the insert was also returned; this damage mode is consistent with the explantation process. Damage was observed on the articulating surface of the insert which is consistent with contact against the femoral component. Backside impression markings observed on the distal surface of insert are consistent with contact against a tibial base plate. Damage consistent with the explantation process was also observed on the distal surface of the insert. The damage present on the articulating surface is consistent with burnishing, scratching, third body indentations, and delamination these are common damage modes of uhmwpe. Yellow discoloration and, consistent with absorption of synovial fluid, was also observed on the insert macroscopic surface features observed on the fracture surface are consistent with a fatigue fracture propagating in the anterior direction. Macroscopic surface features on the fracture piece of the post also indicate a fatigue fracture propagating anteriorly. Damage consistent with material loss due to against the femoral component was observed on the posterior side of the post. A material analysis has been performed. The report concluded: the fracture morphology of the post on the returned insert is consistent with a fatigue fracture propagating anteriorly. Damage on the posterior side of the post is consistent with contact against the femoral component. Burnishing, scratching, third body indentations, and delamination was observed on the articulating surface of the insert; these are common damage modes of uhwmpe. Yellow discoloration consistent with the absorption of synovial fluid was also observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the material analysis report indicated: the fracture morphology of the post on the returned insert is consistent with a fatigue fracture propagating anteriorly. Damage on the posterior side of the post is consistent with contact against the femoral component. Burnishing, scratching, third body indentations, and delamination was observed on the articulating surface of the insert; these are common damage modes of uhwmpe. Yellow discoloration consistent with the absorption of synovial fluid was also observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history and additional serial dated x- rays are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised after patient complaint of pain and clicking. Intra- operatively, the post of the ps insert was noted to be broken with significant posterior medial wear of the insert. The 6x11 ps insert was exchanged for a new one.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised after patient complaint of pain and clicking. Intra-operatively, the post of the ps insert was noted to be broken with significant posterior medial wear of the insert. The 6x11 ps insert was exchanged for a new one.